Event description:
It was reported that the patient was being treated for multi-vessel disease. The guide wire split [separated] in the patient's artery. The broken [separated] part could be removed with another guide wire and a balloon catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.